Event description:
The customer reported that they received erroneous results for one patient sample tested for vancomycin. The sample initially resulted as 0.7 ug/ml accompanied by a data flag. The sample was automatically repeated by the analyzer at an increased sample volume and resulted as 0.7 ug/ml accompanied by a data flag. The 0.7 ug/ml value was reported outside of the laboratory. The physician did not believe the result, so he asked for the test to be repeated. The sample was repeated and resulted as 15.1 ug/ml which was reported outside of the laboratory as 15 ug/ml. The 15.1 ug/ml value was believed to be correct. The patient was not adversely affected by the event. The vancomycin reagent lot number was 65618301 with an expiration date of 09/30/2012. The customer noted that the rack pusher bar was "jerky", but did not see any visual effect to the samples. The customer stated that the sample was aliquoted into a plastic aliquot tube prior to running and this was the sample that was run. The customer noted that there may have been a small number of erythrocytes suspended in this aliquot sample. The field service representative could not determine a cause for the issue. He checked the rinse mechanism, tubings, sample and reagent probe rinsing and alignments. He lubricated all mechanisms and stated that the gear pump pressure and vacuum pressure were good. He stated that there were no adjustments or alignments in need of being performed. He ran a precision on the sample in question and it had passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.